Event description:
A peritoneal dialysis (pd) patient reported that they were reciving a draining slowly message during drain 2 of 4 of their pd treatment. The patient reported that there was fibrin clots discovered. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized for severe constipation and as a result the patient's catheter was pushed upwards. The patient had their catheter readjusted. The pdrn staed the patient is on heparin for the fibrin clots, but the patient has not been taking their prescribed medication. The pdrn stated the patient decided to switch from pd therapy to hemodialysis. Upon further follow up, the pdrn stated the patient was hopitalized for severe constipation attributing to a catheter malposition on (B)(6) 2020. The pdrn staed the patient's constipation was due to noncompliance to appropriate diet, hydration, and pd therapy. The pdrn stated the patient was able to undergo pd therapy during this hospitalization with a hospital provided cycler and products (brand and model unknown). The pdrn stated the patient was able to have their catheter adjusted during this admission (date unknown). The pdrn reported the patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient has recovered from uneventful hospital course and was discharged on (B)(6) 2020.the patient has recovered from this event and has since opted to transition to hemodialysis therapy (exact start date unknown) due to personal perference. The pdrn confirmed the constipation, catheter malposition and the associated hospitalization were not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).